Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, device was found to be backup vvi. The patient was brought into the clinic for further troubleshooting. A device download was performed successfully.